Event description:
The customer reported that an api proficiency sample was typed incorrectly. The customer yielded a false positive result for the survey sample dat-06 in dat with anti-human globulin anti-igg, -c3d; polyspecific and a false negative crossmatch. The customer had returned neither the survey sample nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of the supposedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific with different samples. All positive and negative reactions were correct. We did not observe any false positive or false negative reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg, -c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.